Event description:
It was reported that the patient was implanted with a pacemaker 10 days ago at their clinic. Today ((B)(6) 2013) the patient showed up with a complaint that the left one (interstim) was bothering. There was a warning screen on the programmer screen and something that looked like a sync prompt. This started yesterday ((B)(6) 2013). It was suggested to call patient services. It was also reported that the patient was experiencing an overstimulation sensation. A person called from the patient's cardiologists office. The patient came to their office stating she had an icon showing on her remote for the left. The patient did not know what it meant. The patient requested help lowering the ins stimulation level. There was a warning screen with the sync icon. They tried syncing with the antenna. Poor communication kept coming up. They unplugged the antenna and held the remote against the ins. The remote was repositioned several times before communication was successful. They were walked through syncing, repositioning the remote, and decreasing stim from 1.40 to 1.0. This setting was more comfortable. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4): product type programmer; patient product ID 3037, serial# (B)(4): product type programmer; patient product ID 3058, serial# (B)(4), implanted: (B)(6) 2010: product type implantable neurostimulator; product ID 3093-33, lot# v516895, implanted: (B)(6) 2010: product type lead; product ID 3093-33, lot# v526900, implanted: (B)(6) 2010: product type lead. (B)(4).

Event description:
Additional information received reported the hospital staff needed to know how to shut off the device for a surgical procedure. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.